Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of clip not loading into the jaws could not be confirmed or replicated as all clips fired properly during testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to d10. Concomitant medical products and therapy dates. Correction to h6. Component code.

Event description:
Procedure performed: lap cholecystectomy. Event description: clip wasn't firing properly details: opened for lap chole case and did not clip. Clip wasn't firing and did not deliver clips for haemostasis. Was there any clinical impact to the patient: unknown. 17.03.2025 - additional information received from [name] territory manager via email: - did patient injury or illness occur with the complaint event: no patient injury occured - patient status: surgery completed and patient recovered - was there any clinical impact to the patient? No clinical impact to the patient but a potential risk was identified, hence we did a riskman - how did the user resolve the situation: the user (surgeon dr. [Name]) requested to open another clipper (epix universal clip applier) - what instruments (if any) were used when the complaint event occurred: laparoscopic grasper was used until we opened another product - is the actual event sample being returned: yes confirmed with [name] via phone that they would require a replacement device. 21.02025 additional information received from [name], as requested by [name]: - was the incident initially observed when the first clip or a subsequent clip was loaded: it happened when they fired the first clip and failed to deliver - did it occur again: the surgeon tried firing again but it never delivered if so, how many times did it occur: it only occurred once as the first attempt failed to function as expected. - when the clip was loaded and visible between the jaws of the device, was it properly seated: I believe it was seated properly but when the user (surgeon) attempted to fire, it failed. - was a clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar: I believe the instrument comes loaded with the applier so we don't have to load anything. If so, was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest: yes. They did use it as how we normally use it. - was a loaded clip manually removed from the jaws: I think yes. If so, was the device actuated and reset: I am not sure. - how was the clip removed from the jaws: I am not sure as the surgeon was the user, please ask the surgeon reg (dr. [Name]). Intervention: the user (surgeon dr. [Name]) requested to open another clipper (epix universal clip applier). Patient status: surgery completed and patient recovered.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: clip wasn't firing properly details: opened for lap chole case and did not clip. Clip wasn't firing and did not deliver clips for haemostasis. Was there any clinical impact to the patient: unknown (B)(6) 2025 - additional information received from [name] territory manager via email: did patient injury or illness occur with the complaint event: no patient injury occured patient status: surgery completed and patient recovered was there any clinical impact to the patient? No clinical impact to the patient but a potential risk was identified, hence we did a riskman. How did the user resolve the situation: the user (surgeon dr. [Name]) requested to open another clipper (epix universal clip applier). What instruments (if any) were used when the complaint event occurred: laparoscopic grasper was used until we opened another product is the actual event sample being returned: yes confirmed with [name] via phone that they would require a replacement device. 21.02025 additional information received from [name], as requested by [name]: was the incident initially observed when the first clip or a subsequent clip was loaded: it happened when they fired the first clip and failed to deliver did it occur again: the surgeon tried firing again but it never delivered if so, how many times did it occur: it only occurred once as the first attempt failed to function as expected. When the clip was loaded and visible between the jaws of the device, was it properly seated: I believe it was seated properly but when the user (surgeon) attempted to fire, it failed. Was a clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar: I believe the instrument comes loaded with the applier so we don't have to load anything. If so, was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest: yes. They did use it as how we normally use it was a loaded clip manually removed from the jaws: I think yes if so, was the device actuated and reset: I am not sure how was the clip removed from the jaws: I am not sure as the surgeon was the user, please ask the surgeon reg (dr. [Name]). Intervention: the user (surgeon dr. [Name]) requested to open another clipper (epix universal clip applier). Patient status: surgery completed and patient recovered